Event description:
Additional information was received that indicated that the patient had further noise on their right ventricular (rv) lead which was re-producible with isometrics. The patient was asymptomatic. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.

Manufacturer narrative:
A partial lead with the pin measuring 14.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post routine procedure, a chest x-ray was performed that revealed that the right ventricular lead had an externalized conductor. The lead had no electrical anomalies so it was decided to leave the lead implanted. The patient was in stable condition throughout.